Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: pump was returned with moisture in the battery compartment and visible through display lens. Leak test failed due to a crack in the battery compartment from top traveling to bumper and at the top right corner between display lens and pump seal. Opened pump- moisture observed on force sensor plate and on motor flex connector. Battery compartment is also cracked at case seal to the left side of the bumper pad. A leak was not found at this location. Dim display- letters have a red hue.